Manufacturer narrative:
Sections with additional information as of 19-apr-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications most likely underline root cause - mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(4) 2021 to ensure the initial concern was resolved- able to establish contact with customer who stated is comfortable with the results .

Event description:
Consumer initially called to perform a blood test. Son is calling on behalf of the customer. During the call, a back to back blood test was performed by the customer fasting and produced test results of 473 mg/dl and 438 mg/dl using true metrix meter. Customer was concerned the results were erratic. Customer's information was provided to technician. When contacted by technician, son stated that he had contacted the customer's doctor and that customer's medication had been changed. Son stated that he hade contacted customer's doctor due to the results obtained using the true metrix meter. Son stated that he placed a call to his mothers doctor and her medication was changed. No medical intervention was needed. Son declined any further troubleshooting. The customer¿s expected blood glucose test result range is unknown. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.